Event description:
On (B)(6) 2012, the reporter contacted animas stating that on (B)(6) 2012, the patient experienced a blood glucose (bg) value of 400mg/dl with "high" ketones and was hospitalized. It was noted that the patient was treated via correction injection at the hospital and then released. There were reportedly issues with the keypad buttons since (B)(6) 2012, the patient continued the use of the pump and then stopped using it on (B)(6) 2012 due to an unresponsive keypad. The patient reportedly was unable to bolus. The patient confirmed that the programming/settings were correct on the pump. The reporter declined troubleshooting the pump and declined returning the pump. It was noted that a new pump was sent to the patient. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient continued to use a damaged pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.